Manufacturer narrative:
(B)(4) . Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range si 135 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Verified storage of product is within instructed specification. Test strip lot vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set):(B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 135 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication and insulin to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.